Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional requested MRI information as it related to the patient's partial system. The called stated the implantable neurostimulator (ins) was removed and the patient indicated it was because it was taking too long to charge and it was not effective. The patient stated the ins did not hold a charge long enough to do anything for them. No patient symptoms were reported. The indication for implant was chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.